Manufacturer narrative:
(B)(4): a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. Based on the investigation results, a definitive root cause could not be identified since no sample has been returned for analysis.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Received medwatch unt-(B)(4): "the pt was an (B)(6), 60.31-kg (133-lb) female of unreported height and race, who first received tyvaso on (B)(6) 2013 for secondary pulmonary arterial hypertension and secondary pulmonary hypertension. Inhaled treprostinil dosage was 18-54 micrograms (3-9 breaths) four times daily, at the time of the events. No other suspect medications were reported. Relevant medical history was not reported. The patient was on the following concomitant medications at the time of the events: letairis and adcirca. On (B)(6)2014, approx. One year and three months after initiating treprostinil, the pt was hospitalized due to pleurx catheter infection and empyema. The pt¿s treprostinil was put on hold due to side effect of cough. The pt was treated with vancomycin and minocycline. On (B)(6) 2014, the pt was discharged. On an unk date in (B)(6) 2014, approx. One year and four months after initiating treprostinil, the pt passed away. The action taken with the suspect product due to the events of pleurx catheter infection was not reported. The action taken with the suspect medication due to empyema was temporarily withheld. The action taken with the suspect product due to the event of passed away: not applicable. The outcome of empyema and pleurx catheter infection: recovered. The outcome of passed away: fatal. The patient died on an unk date in (B)(6) 2014 from an unk condition. It is not known whether an autopsy was performed. Death occurred an unspecified amount of time after treatment with suspect drug began. The reporter assessed the causal relationship between treprostinil and the events of empyema and pleurx catheter infection as not related. The reporter did not assess the causal relationship between the treprostinil and the event of passed away. Company comment: the company has assessed the serious adverse events of pleurx catheter infection and empyema as not related to inhaled treprostinil. The event was possibly related to the underlying pathology of primary pulmonary hypertension. Insufficient information is currently available to determine the cause of death; therefore, the company has assessed the serious adverse event of death as possibly related to inhaled treprostinil. Additional information regarding the cause of death has been requested." Received additional information (B)(6) 2015: no sample available. No product number, lot number or date of implantation as the device was placed at other facility. Patient's date of death was reported as (B)(6) 2014.